Event description:
It was reported that the insulin pump alarmed failed battery test. The blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had operating currents within specification and no failed battery alarm was noted. However, the insulin pump was unable to prime during the prime test due to moisture damage to the force sensor resistor. The functional testing could not be completed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.